Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and mildly calcified vein in the left forearm. After a 4f non bsc sheath was inserted into the left cubital vein and a 018 non bsc guide wire crossed the lesion, a 7.0mmx40mmx40cm sterling balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7x4 non bsc balloon. No patient complications were reported and the patient's status was good.